Event description:
Pre use check was being performed. The ventilator was not putting out 100% of o2 when it was measured. After trying to complete a pre use check, the unit failed and wouldn't turn on.